Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete incoming functional testing) has been confirmed. Upon investigation the monitor was unable to complete incoming functional testing. The monitor's electrode belt connector was broken free from the monitor enclosure and missing, preventing functionality testing form being completed. The root cause for the missing connector was excessive force. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a monitor was unable to complete incoming functional testing.